Event description:
The device has been giving problems for 4 months. But last week it became worse when inaccurate test results of 380 mg%, 460 mg, 195 mg% were obtained when tested all within 3 min intervals. The pt was taken to the doctor's office were a result of 400mg% was obtained. New test strips were sent but still the problems persisted. The meter has been replaced thrice with no changes.